Manufacturer narrative:
Patient was revised due to disassociated poly and poly wear on the liner. Examination of the returned femoral head and liner confirms the reported disassociation. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted. There are machining lines yet visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded. The edge loading of the liner has placed pressures on the material near the rim that were not intended leading to a fracture of the material and subsequent disassociation of the liner from the cup. It is suspected that the acetabular cup was positioned more vertically than recommended by surgical technique contributing to the edge loading. Per the reporting patient x-rays are not available for examination. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination for the liner. Review of the liner device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. The search and/or review of device history records was not possible against the unknown acetabular cup. The investigation can draw no conclusion with the information provided. Product problem has not been identified. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised due to disassociated poly and poly wear on the liner.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.